Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple episodes of non-sustained ventricular oversensing due to t-wave oversensing were observed. Programming changes were made. Patient condition was good.